Event description:
It was reported that overinfusion was suspected. Volumes from previous refills were reported. On (B)(6) 2012, the expected reservoir volume (erv) was 2.5ml and the actual reservoir volume (arv) was 1.2ml. On (B)(6) 2012, the erv was 3.5ml and the arv was 2.1ml. On (B)(6) 2013, the erv was 5.5ml at the arv was 3.9ml. On (B)(6) 2013, the erv was 5.9ml at the arv was 5.3ml. On (B)(6) 2013, the erv was 5.4ml and the arv was 4.9ml. On (B)(6) 2014, the erv was 2.7ml and the arv was 1ml. During this refill, the patient reported weakness. He used to be able to get up and off the floor but could no longer do this. It was unknown if this patient condition was related to the pump. It was later reported that the patient experienced intermittent and sporadic weakness with no clear pattern. The pump reservoir volume was re-checked 2 weeks after the refill and no discrepancy occurred. The dose was lowered 10% as a precaution. The hcp would continue to monitor the patient. The patient recovered without permanent impairment at that time. It was later reported that another volume discrepancy was noted where the arv was 2.2, and the erv was 4.5. The patient was having intermittent symptoms of extreme weakness, which lasted 2-3 days at a time. The patient had trouble walking and supporting his own weight during these episodes. The episodes had reduced in frequency since they had lowered the patient's dose, but then the patient felt tighter as a result of the lower dose. After the last refill they had decided to watch and wait; now that the discrepancy was greater than 2 ml, they decided to replace the pump. The dose had been decreased in a couple of different steps to its current level. The pump was explanted and replaced due to suspected overinfusion. During the pump replacement, the erv was 35ml, and the arv was 30ml. The pump system was being used to infuse lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed a low battery rest of an undetermined cause. At the time of the pump was received, there was no anomaly seen in the logs. Low battery reset occurred on (B)(6) 2015. The low battery reset occurred after other testing was completed. Analysis was done to confirm if any other fluid, electrochemical migration or corrosion-related anomalies resulting in a short could be found. None were found. Knowing the tendency for the high resistance anomaly to ¿come and go¿ and further analysis not showing any other severe anomaly, it was determined that it was a high resistance battery that caused the low battery reset during analysis.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the pump was exerting too much medicine at times.

Event description:
It was further reported that the patient recovered without sequela; there was no injury. The reason for removal was noted as device-related. It was further reported that the patient was doing great.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.